Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic, a non-sustained rv oversensing episode due to post-paced t-wave oversensing was observed. Programming changes were made. The patient will continue to be monitored normally.